Event description:
It was reported that as the intraocular lens was being implanted during routine cataract surgery, the patient's capsular bag broke. The iol was removed and a vitrectomy performed. An intraocular lens was then placed in the anterior chamber without complication. Definitive cause of this event is undeterminable.

Manufacturer narrative:
The iol was discarded and not received for analyis. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release. Lens not received for analysis